Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye under normal plant lighting revealed that there was a stain / discoloration on the connector above where one of the obturator prongs would secure to the connector. The length of the airway line on a clear, over molded airway balloon is 225 mm +/- 10 mm. Based on the length of the airway line the investigation determined that it was unlikely that the airway line was cut but may have been stretched. Passing the airway line between two fingers revealed a slight kink approximately 30 mm from the tip of the air way. The kink may have been caused by the airway line becoming trapped, which resulted in a pull force applied to the airway line which caused it to pull out of the balloon. Visual inspection of the balloon opening where the airway line is inserted and the end of the airway line that gets over molded did not reveal torn or jagged surfaces. There were no short shots or obvious molding defects observable. A pull test is performed on the first shot (8 parts) of the over molded inflation balloons using method 50. The pull test requirement is to meet or exceed 1.0 lbf. The pull test record was reviewed for over-molded balloon subassembly. The investigation confirmed that the airway line separated from the balloon, but the root cause of the incident was unable to be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that when trach was opened and inserted, it was found that the balloon had been cut off the trach. Trach was removed and backup inserted. There was medical intervention required. There was patient involvement, and no patient event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.